Manufacturer narrative:
There is no indication of any system or component failure. The patient sustained a fall, causing the implanted components to move. Migration of components is a known inherent risk of implantable neuromodulation systems, however in this case it appears that the patient fall is likely the cause of the movement.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat shoulder pain. The implantable pulse generator (ipg) was placed in the intraclavicular area with the implanted leads targeting the suprascapular nerve. In (B)(6) 2024 the patient reported sustaining a fall. The fall led to migration of the implanted leads and loss of therapy for the patient. Initial plan of care was to revise the system to place leads back at the desired nerve target. On (B)(6) 2024 the physician elected to leave the existing system in place and implant a new nalu pns system. The new ipg was implanted in the posterior shoulder with the new leads again targeting the suprascapular nerve but also targeting the sural nerve to provide additional pain coverage for the patient.